Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.

Event description:
Attorney report: on (B) (6)2006 - patient underwent umbilical hernia repair surgery. Patient's hernia was repaired with a small circle bard composix kugel mesh. Patient developed an abscess which was drained several times and had been treated with multiple courses of antibiotics, but did not resolve. On (B) (6)2007 - patient's condition continued to worsen. The pain patient was experiencing became extremely severe and debilitating. Patient underwent removal of the infected mesh. Once the infected mesh was removed, a piece of surgisis was implanted in its place. Patient has suffered and will continue to suffer physical pain and mental anguish.